Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The mobile power unit (mpu) (serial number: (B)(6) ) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 2 days (15aug2021 ¿ 17aug2021 per the timestamp). Total loss of ac power events coincident with power cable disconnect, no external power and low power hazard alarms were intermittently active seven times throughout the log file. These alarms appear to be caused due to a loss of ac power while connected to the mobile power unit (mpu) and are consistent with the reported event of the patient unplugging the mpu to walk to the bathroom. The no external power alarms activated due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. The backup battery supported the system during these events. The alarms cleared once power was restored, and pump operation was not affected. The alarm cleared shortly after activating. No other notable alarms were observed in the log file. Additional information provided on 27aug2021 stated that none of the devices involved with this reported event would be returned for evaluation. Additional information provided on 08nov2021 stated that the patient disconnected the mpu from the wall outlet in order to walk around. The root cause for the reported event was user error due to the patient disconnecting the power cord of the mpu from the wall. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 27jul2021. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage hazard, power cable disconnect and no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2021-04945 & 2916596-2021-04944.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was noted on the event log that the patient had: pump stops on (B)(6) 2021 at 19:07:55, (B)(6) 2021 at 23:23:17, and (B)(6) 2021 at 8:17:31. Also noted no external power alarms on (B)(6) 2021 at 9:27:21 and 9:45:18, and (B)(6) 2021 at 1:41:20, 7:55:09, 8:01:09, 10:51:37, and 11:14:00; and low voltage hazard alarms. The patient reported disconnecting the driveline from the system controller to untangle themselves and disconnecting the mobile power unit (mpu) from power to walk to the bathroom. Related controller MFR#: 2916596-2021-04945.